Manufacturer narrative:
Attempts for the return of the product as well as additional information requests have been made in order to identify the product involved in the reported event. The customer indicated that the product used for this event was discarded and the lot/serial number was not available. If new information is obtained, a follow-up report will be submitted.

Event description:
During a customer visit, a number of issues were described by the healthcare staff, including inaccurate measurements and durability issues. The following issues were described by the clinical staff: rn ¿ ¿not easy to use¿ never been able to get it to work, unless it¿s on the wrist which you say isn¿t allowed.¿ ¿a lot of false positives and negatives¿ sizes don¿t work. Being on the big toe doesn¿t work because they¿re too vigorous. A lot of alarms even when the sensor is applied well. I¿m constantly troubleshooting. We have to pay a lot more attention and we never had to do that before.¿ ¿tapes are only good for 1-2 care times. The sensors are way more sensitive to moving. The number is only accurate if the baby is completely still.¿ ¿they¿re horrible. They¿re cheap. I¿ve never seen more babies admitted to the nicu for desats as I have with these sensors. Tape isn¿t long enough to hold it in place. Sat will pick up, then goes away, pr takes minutes to pick up. Best luck in on the wrist over the artery but it still takes a while. We have tons of full term kids being admitted for desats.¿ ¿it bends over too easily. I¿m always unsure of the validity of the numbers. I regularly use two tapes to secure it. ¿ ¿dr is most difficult¿. ¿I have to change the tapes all of the time." ¿I have to change the sticky piece every care because it falls off. They don¿t read as well as the old ones. They don¿t work in the dr ever. I had a heart baby that we brought all the way to the cath lab from the delivery room and never got a reading and he was pink the entire time. The wires/cables break a lot¿. ¿I don¿t like them. Babies admitted who don¿t need to be. Old sensors were more reliable, these don¿t pick up. Even changing them out or using a warm compress doesn¿t help.¿ "they don't stay on the feet well. I have to keep changing them out because I don't trust the value. Tapes don't last. Either they're too sticky or not sticky at all. Sometimes I have to double up on tapes. I miss the posey wraps." They don¿t work half the time. I¿m constantly replacing them. Either they don¿t give any readings or we don¿t trust the readings they give.¿ ¿I hate them ¿ terrible ¿ not accurate. They don¿t stick. Babies are pink but the sats show otherwise. They don¿t p/u in dr. I liked the old ones. I¿ve had more trouble now than I have ever had with sats reading lower. The length of the sensor is too short so it creates pressure against the baby when they¿re swaddled.¿

Manufacturer narrative:
Updated to include "md ¿ they're not efficient, especially in the dr. It takes 6-7 minutes to get a reading. This is no different than the old sensors. I thought these were supposed to be an improvement. They're highly variable. I've used nellcor oximax and it's markedly better on the same patient population and type. I've seen a sensor on a bed reading 92%. Sensors fall off."

Event description:
During a customer visit, a number of issues were described by the healthcare staff, including inaccurate measurements and durability issues. The following issues were described by the clinical staff: rn ¿ ¿not easy to use¿ never been able to get it to work, unless it¿s on the wrist which you say isn't allowed.¿ ¿a lot of false positives and negatives¿ sizes don't work. Being on the big toe doesn't work because they're too vigorous. A lot of alarms even when the sensor is applied well. I¿m constantly troubleshooting. We have to pay a lot more attention and we never had to do that before.¿ ¿tapes are only good for 1-2 care times. The sensors are way more sensitive to moving. The number is only accurate if the baby is completely still.¿ ¿they're horrible. They're cheap. I¿ve never seen more babies admitted to the nicu for desats as I have with these sensors. Tape isn't long enough to hold it in place. Sat will pick up, then goes away, pr takes minutes to pick up. Best luck in on the wrist over the artery but it still takes a while. We have tons of full term kids being admitted for desats.¿ ¿it bends over too easily. I¿m always unsure of the validity of the numbers. I regularly use two tapes to secure it. ¿ ¿dr is most difficult¿. ¿I have to change the tapes all of the time. ¿I have to change the sticky piece every care because it falls off. They don't read as well as the old ones. They don't work in the dr ever. I had a heart baby that we brought all the way to the cath lab from the delivery room and never got a reading and he was pink the entire time. The wires/cables break a lot¿. ¿I don't like them. Babies admitted who don't need to be. Old sensors were more reliable, these don't pick up. Even changing them out or using a warm compress doesn't help.¿ "they don?t stay on the feet well. I have to keep changing them out because I don?t trust the value. Tapes don?t last. Either they?re too sticky or not sticky at all. Sometimes I have to double up on tapes. I miss the posey wraps." They don't work half the time. I¿m constantly replacing them. Either they don't give any readings or we don't trust the readings they give.¿ ¿I hate them ¿ terrible ¿ not accurate. They don't stick. Babies are pink but the sats show otherwise. They don't p/u in dr. I liked the old ones. I¿ve had more trouble now than I have ever had with sats reading lower. The length of the sensor is too short so it creates pressure against the baby when they're swaddled.¿ md ¿ they're not efficient, especially in the dr. It takes 6-7 minutes to get a reading. This is no different than the old sensors. I thought these were supposed to be an improvement. They're highly variable. I've used nellcor oximax and it's markedly better on the same patient population and type. I've seen a sensor on a bed reading 92%. Sensors fall off."